Event description:
It was reported that "patient had pain and acetabularlysis, removed bipolar component and head. Implanted a tritanium cup and liner and head. Left the stem implanted."

Manufacturer narrative:
Summary of evaluation: a revision was reported due to pain and acetabular lysis. The device history records for the returned devices indicate that they had been implanted for approximately 20 years prior to being explanted. Visual inspection of the returned devices revealed delamination around the circumference of the uhmwpe insert, which is cause by cyclical wear between the femoral neck and the rim of the insert during normal pt activity. Osteolysis is a known complication that results from particulate generated from this type of interaction between components and is clearly stated in the package insert for the bipolar component. No action is required at this time.